Event description:
It was reported that during a routine maintenance evaluation, two drill attachments were heating up. The failures did not occur during a surgical procedure. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
Device was received by the MFR, and it was confirmed that the device exceeded the maximum allowable temperature limit per the quality inspection criteria.